Event description:
The customer contacted physio-control to report that their device had a yellow display. There was no patient use associated with the reported event.upon evaluation of the device physio-control observed that the device was locked up, therefore defibrillation was not possible.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced both the system and memory pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further evaluated the removed memory pcb assembly and verified that it was the cause of the reported failure, noting that it would not allow the system pcb assembly to boot up. The system pcb assembly was an ancillary removed part and there was no failure of this assembly.